Event description:
The end-user reported after releasing a 28mm cardioseal from the delivery system, it embolized and came to rest in the transverse aorta. According to the incident narrative the device was prepped in the usual fashion; it was advanced into the left atrium and deployed across the septum which was said to be fenestrated and extremely aneurismal. Bubble study done with the occluder attached to the delivery system revealed the device was well seated. A bubble study following the device release from the delivery system revealed the occluder migrated out of the pfo and came to rest in the transverse aorta. The device was snared and brought to the groin, percutenous attempts to remove the device at the groin failed. The patient was transferred to the or for removal of the device via a surgical cut down.